Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvis') in a (B)(6) year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included chest pain with radiation to left arm, painful respiration, breakthrough pain, adverse drug reaction, lupus nephritis, proteinuria, seizure, surgical wound infection, subarachnoid haemorrhage and cerebral perfusion pressure decreased. Concurrent conditions included sle, osteonecrosis, hypothyroidism, chronic kidney disease, type 2 diabetes mellitus, hypertension, fibromyalgia, osteoporosis, uterine bleeding, amenorrhea, trichomoniasis, intermenstrual bleeding, frustration, neuropathy, paresthesia, transaminitis, ldl, intramural leiomyoma of uterus, cellulite, squamous cell metaplasia, adenomyosis, lsil and adnexa uteri cyst. Concomitant products included medroxyprogesterone acetate (provera) (B)(6) 2018 to (B)(6) 2018 for birth control, etonogestrel (nexplanon) from (B)(6) 2014 to (B)(6) 2016 for birth control and vaginal bleeding as well as clonidine (catapres) since 2006, hydroxychloroquine since 2009, insulin aspart (novolog) since 2005, insulin glargine since 2006, insulin isophane porcine (insuline nph) since 2006, levothyroxine sodium (synthyroid) since 1990, mycophenolate sodium (myfortic) since 2009, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen) since 2015, salbutamol sulfate (proair hfa) since 2005, sumatriptan since 2014, tapentadol hydrochloride (nucynta) from 2016 to 2017, topiramate (topamax) since 2014 and valproate semisodium (depakote) since 2009. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes infection") and urinary tract infection ("bladder or urinary problems or changes infection"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dyspareunia had resolved, the cystitis, urinary tract infection and ovarian cyst outcome was unknown and the migraine was resolving. The reporter considered cystitis, dyspareunia, female sexual dysfunction, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- essure insertion date previously reported as (B)(6) 2012 and in current fu (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2017: showed properly placed essure devices and normal appearing ovaries. Ultrasound scan - in (B)(6) 2017: normal sized uterus with possible endometrial polyp. Ultrasound scan vagina - on an unknown date: the uterus is anteverted and normal in size, shape and appearance. The endometrium is thickened with a focal hyperechoic area with vascular flow representing a possible polyp. The area measures 8.8 x 3.4 x 7.9 mm. A 3-d reconstruction of the endometrial cavity demonstrated the same hyperechoic area suspicious for a polyp. Essure devises are seen within the interstitial portions of each fallopian tube. Both ovaries appear normal in size and architecture. No free fluid is seen in the cui de sac. Refractory abnormal uterine bleeding, lgsil. Other lot number as per mr: b61386(22)0816b61386q. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, migraine and ovarian cysts. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs and mr received ¿ case becomes valid with incident. Previously reported event injury nos was removed. New events pain pelvis, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes infection, migraines / headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, dyspareunia (painful sexual intercourse) and did not undergo essure confirmation test was added. Product information lot number, indication, date of removal were added, date of incretion were updated. Patient information date of birth, height and race were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain pelvis/a little bit of pain') in a 31-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included chest pain with radiation to left arm, painful respiration, breakthrough pain, adverse drug reaction nos, lupus nephritis, proteinuria, seizure, surgical wound infection, subarachnoid haemorrhage, cerebral perfusion pressure decreased, dyspareunia and miscarriage. Concurrent conditions included systemic lupus erythematosus, osteonecrosis, hypothyroidism, chronic kidney disease, type 2 diabetes mellitus, hypertension, fibromyalgia, osteoporosis, uterine bleeding, amenorrhea, trichomoniasis, intermenstrual bleeding, frustration, neuropathy, paresthesia, transaminitis, increased ldl, intramural leiomyoma of uterus, cellulitis of leg, squamous cell metaplasia, adenomyosis, lsil, adnexa uteri cyst, stress, diabetic neuropathy and hyperglycemia. Concomitant products included medroxyprogesterone acetate (provera)(B)(6)2018 to (B)(6) 2018 for birth control, etonogestrel (nexplanon) from (B)(6) 2014 to (B)(6) 2016 for birth control and vaginal bleeding as well as clonidine (catapres) since 2006, hydroxychloroquine since 2009, insulin aspart (novolog) since 2005, insulin glargine since 2006, insulin isophane porcine (insuline nph) since 2006, levothyroxine sodium (synthyroid) since 1990, mycophenolate sodium (myfortic) since 2009, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) since 2015, salbutamol sulfate (proair hfa) since 2005, sumatriptan since 2014, tapentadol hydrochloride (nucynta) from 2016 to 2017, topiramate (topamax) since 2014 and valproate semisodium (depakote) since 2009. On (B)(6)2012, the patient had essure inserted. In (B)(6)2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes infetion") and urinary tract infection ("bladder or urinary problems or changes infection"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), abdominal pain ("abdominal pain"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, cystitis, urinary tract infection and vulvovaginal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, ovarian cyst, dyspareunia, abdominal pain and headache had resolved. The reporter considered abdominal pain, cystitis, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy- essure insertion date previously reported as (B)(6)-2012 and in current fu (B)(6)2014. As per pfs, date of insertion was provided as (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6)2017: showed properly placed essure devices and normal appearing ovaries. Ultrasound scan - in august 2017: normal sized uterus with possible endometrial polyp.. Ultrasound scan vagina - on an unknown date: the uterus is anteverted and normal in size, shape and appearance. The endometrium is thickened with a focal hyperechoic area with vascular flow representing a possible polyp. The area measures 8.8 x 3.4 x 7.9 mm. A 3-d reconstruction of the endometrial cavity demonstrated the same hyperechoic area suspicious for a polyp. Essure devises are seen within the interstitial portions of each fallopian tube. Both ovaries appear normal in size and architecture. No free fluid is seen in the cui de sac. Refractory abnormal uterine bleeding, lgsil.. Other lot number as per mr : (B)(4) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal haemorrhage, menorrhagia, migraine and ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain pelvis/a little bit of pain') in a 31-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included chest pain with radiation to left arm, painful respiration, breakthrough pain, adverse drug reaction nos, lupus nephritis, proteinuria, seizure, surgical wound infection, subarachnoid haemorrhage, cerebral perfusion pressure decreased, dyspareunia and miscarriage. Concurrent conditions included systemic lupus erythematosus, osteonecrosis, hypothyroidism, chronic kidney disease, type 2 diabetes mellitus, hypertension, fibromyalgia, osteoporosis, uterine bleeding, amenorrhea, trichomoniasis, intermenstrual bleeding, frustration, neuropathy, paresthesia, transaminitis, increased ldl, intramural leiomyoma of uterus, cellulitis of leg, squamous cell metaplasia, adenomyosis, lsil, adnexa uteri cyst, stress, diabetic neuropathy and hyperglycemia. Concomitant products included medroxyprogesterone acetate (provera) (B)(6) 2018 for birth control, etonogestrel (nexplanon) from (B)(6) 2014 to (B)(6) 2016 for birth control and vaginal bleeding as well as clonidine (catapres) since 2006, hydroxychloroquine since 2009, insulin aspart (novolog) since 2005, insulin glargine since 2006, insulin isophane porcine (insuline nph) since 2006, levothyroxine sodium (synthyroid) since 1990, mycophenolate sodium (myfortic) since 2009, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) since 2015, salbutamol sulfate (proair hfa) since 2005, sumatriptan since 2014, tapentadol hydrochloride (nucynta) from 2016 to 2017, topiramate (topamax) since 2014 and valproate semisodium (depakote) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes infetion") and urinary tract infection ("bladder or urinary problems or changes infection"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), abdominal pain ("abdominal pain"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, cystitis, urinary tract infection and vulvovaginal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, ovarian cyst, dyspareunia, abdominal pain and headache had resolved. The reporter considered abdominal pain, cystitis, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy- essure insertion date previously reported as (B)(6) 2012 and in current fu (B)(6) 2014. As per pfs, date of insertion was provided as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2017: showed properly placed essure devices and normal appearing ovaries. Ultrasound scan - in (B)(6) 2017: normal sized uterus with possible endometrial polyp. Ultrasound scan vagina - on an unknown date: the uterus is anteverted and normal in size, shape and appearance. The endometrium is thickened with a focal hyperechoic area with vascular flow representing a possible polyp. The area measures 8.8 x 3.4 x 7.9 mm. A 3-d reconstruction of the endometrial cavity demonstrated the same hyperechoic area suspicious for a polyp. Essure devises are seen within the interstitial portions of each fallopian tube. Both ovaries appear normal in size and architecture. No free fluid is seen in the cui de sac. Refractory abnormal uterine bleeding, lgsil. Other lot number as per mr : b61386(22)0816b61386q . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal haemorrhage, menorrhagia, migraine and ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4)- reporter, all source documents and reference section were transferred to this case.legacy device report (B)(4). No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvis') in a 31-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included chest pain with radiation to left arm, painful respiration, breakthrough pain, adverse drug reaction nos, lupus nephritis, proteinuria, seizure, surgical wound infection, subarachnoid haemorrhage and cerebral perfusion pressure decreased. Concurrent conditions included systemic lupus erythematosus, osteonecrosis, hypothyroidism, chronic kidney disease, type 2 diabetes mellitus, hypertension, fibromyalgia, osteoporosis, uterine bleeding, amenorrhea, trichomoniasis, intermenstrual bleeding, frustration, neuropathy, paresthesia, transaminitis, increased ldl, intramural leiomyoma of uterus, cellulitis of leg, squamous cell metaplasia, adenomyosis, lsil and adnexa uteri cyst. Concomitant products included medroxyprogesterone acetate (provera)(B)(6)2018 to (B)(6) 2018 for birth control, etonogestrel (nexplanon) from (B)(6) 2014 to (B)(6) 2016 for birth control and vaginal bleeding as well as clonidine (catapres) since 2006, hydroxychloroquine since 2009, insulin aspart (novolog) since 2005, insulin glargine since 2006, insulin isophane porcine (insuline nph) since 2006, levothyroxine sodium (synthyroid) since 1990, mycophenolate sodium (myfortic) since 2009, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) since 2015, salbutamol sulfate (proair hfa) since 2005, sumatriptan since 2014, tapentadol hydrochloride (nucynta) from (B)(6) to (B)(6) , topiramate (topamax) since (B)(6) and valproate semisodium (depakote) since (B)(6) . On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced migraine ("migraines / headaches"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes infetion") and urinary tract infection ("bladder or urinary problems or changes infection"). In (B)(6)2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dyspareunia had resolved, the cystitis, urinary tract infection and ovarian cyst outcome was unknown and the migraine was resolving. The reporter considered cystitis, dyspareunia, female sexual dysfunction, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- essure insertion date previously reported as (B)(6)2012 and in current fu (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6)2017: showed properly placed essure devices and normal appearing ovaries. Ultrasound scan - in (B)(6)2017: normal sized uterus with possible endometrial polyp.. Ultrasound scan vagina - on an unknown date: the uterus is anteverted and normal in size, shape and appearance. The endometrium is thickened with a focal hyperechoic area with vascular flow representing a possible polyp. The area measures 8.8 x 3.4 x 7.9 mm. A 3-d reconstruction of the endometrial cavity demonstrated the same hyperechoic area suspicious for a polyp. Essure devises are seen within the interstitial portions of each fallopian tube. Both ovaries appear normal in size and architecture. No free fluid is seen in the cui de sac. Refractory abnormal uterine bleeding, lgsil.. Other lot number as per mr : b61386(22)0816b61386q . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal haemorrhage, menorrhagia, migraine and ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvis') in a 31-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included chest pain with radiation to left arm, painful respiration, breakthrough pain, adverse drug reaction nos, lupus nephritis, proteinuria, seizure, surgical wound infection, subarachnoid haemorrhage and cerebral perfusion pressure decreased. Concurrent conditions included systemic lupus erythematosus, osteonecrosis, hypothyroidism, chronic kidney disease, type 2 diabetes mellitus, hypertension, fibromyalgia, osteoporosis, uterine bleeding, amenorrhea, trichomoniasis, intermenstrual bleeding, frustration, neuropathy, paresthesia, transaminitis, increased ldl, intramural leiomyoma of uterus, cellulitis of leg, squamous cell metaplasia, adenomyosis, lsil and adnexa uteri cyst. Concomitant products included medroxyprogesterone acetate (provera) (B)(6) 2018 to june 2018 for birth control, etonogestrel (nexplanon) from june 2014 to may 2016 for birth control and vaginal bleeding as well as clonidine (catapres) since 2006, hydroxychloroquine since 2009, insulin aspart (novolog) since 2005, insulin glargine since 2006, insulin isophane porcine (insuline nph) since 2006, levothyroxine sodium (synthroid) since 1990, mycophenolate sodium (myfortic) since 2009, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) since 2015, salbutamol sulfate (proair hfa) since 2005, sumatriptan since 2014, tapentadol hydrochloride (nucynta) from 2016 to 2017, topiramate (topamax) since 2014 and valproate semisodium (depakote) since 2009. On (B)(6) 2012, the patient had essure inserted. In august 2014, the patient experienced migraine ("migraines / headaches"). In november 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In december 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes infection") and urinary tract infection ("bladder or urinary problems or changes infection"). In february 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dyspareunia had resolved, the cystitis, urinary tract infection, ovarian cyst and abdominal pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, cystitis, dyspareunia, female sexual dysfunction, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy- essure insertion date previously reported as (B)(6) 2012 and in current fu (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in august 2017: showed properly placed essure devices and normal appearing ovaries. Ultrasound scan - in august 2017: normal sized uterus with possible endometrial polyp.. Ultrasound scan vagina - on an unknown date: the uterus is anteverted and normal in size, shape and appearance. The endometrium is thickened with a focal hyperechoic area with vascular flow representing a possible polyp. The area measures 8.8 x 3.4 x 7.9 mm. A 3-d reconstruction of the endometrial cavity demonstrated the same hyperechoic area suspicious for a polyp. Essure devises are seen within the interstitial portions of each fallopian tube. Both ovaries appear normal in size and architecture. No free fluid is seen in the cui de sac. Refractory abnormal uterine bleeding, lgsil.. Other lot number as per mr : b61386(22)0816b61386q . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal haemorrhage, menorrhagia, migraine and ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain pelvis/a little bit of pain') in a 31-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included chest pain with radiation to left arm, painful respiration, breakthrough pain, adverse drug reaction nos, lupus nephritis, proteinuria, seizure, surgical wound infection, subarachnoid haemorrhage, cerebral perfusion pressure decreased, dyspareunia and miscarriage. Concurrent conditions included systemic lupus erythematosus, osteonecrosis, hypothyroidism, chronic kidney disease, type 2 diabetes mellitus, hypertension, fibromyalgia, osteoporosis, uterine bleeding, amenorrhea, trichomoniasis, intermenstrual bleeding, frustration, neuropathy, paresthesia, transaminitis, increased ldl, intramural leiomyoma of uterus, cellulitis of leg, squamous cell metaplasia, adenomyosis, lsil, adnexa uteri cyst, stress, diabetic neuropathy and hyperglycemia. Concomitant products included medroxyprogesterone acetate (provera) (B)(6) 2018 for birth control, etonogestrel (nexplanon) from (B)(6) 2014 to (B)(6) 2016 for birth control and vaginal bleeding as well as clonidine (catapres) since 2006, hydroxychloroquine since 2009, insulin aspart (novolog) since 2005, insulin glargine since 2006, insulin isophane porcine (insuline nph) since 2006, levothyroxine sodium (synthyroid) since 1990, mycophenolate sodium (myfortic) since 2009, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) since 2015, salbutamol sulfate (proair hfa) since 2005, sumatriptan since 2014, tapentadol hydrochloride (nucynta) from 2016 to 2017, topiramate (topamax) since 2014 and valproate semisodium (depakote) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder or urinary problems or changes infetion") and urinary tract infection ("bladder or urinary problems or changes infection"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), abdominal pain ("abdominal pain"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, cystitis, urinary tract infection and vulvovaginal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, ovarian cyst, dyspareunia, abdominal pain and headache had resolved. The reporter considered abdominal pain, cystitis, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy- essure insertion date previously reported as (B)(6) 2012 and in current fu (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2017: showed properly placed essure devices and normal appearing ovaries. Ultrasound scan - in (B)(6) 2017: normal sized uterus with possible endometrial polyp.. Ultrasound scan vagina - on an unknown date: the uterus is anteverted and normal in size, shape and appearance. The endometrium is thickened with a focal hyperechoic area with vascular flow representing a possible polyp. The area measures 8.8 x 3.4 x 7.9 mm. A 3-d reconstruction of the endometrial cavity demonstrated the same hyperechoic area suspicious for a polyp. Essure devises are seen within the interstitial portions of each fallopian tube. Both ovaries appear normal in size and architecture. No free fluid is seen in the cui de sac. Refractory abnormal uterine bleeding, lgsil. Other lot number as per mr : b61386(22)0816b61386q . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal haemorrhage, menorrhagia, migraine and ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: fu 5 and 6 were processed together. Pfs received. Event : headache added. Outcome of the migraine, ovarian cysts, abdominal pain were updated. On 19-sep-2019: fu 5 and 6 were processed together. Medical history added. Event : perforation (uterus), vaginal pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.